Manufacturer narrative:
Unit received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to the compromised force sensor system alarm. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. Customer stated that she was just rewinding her insulin pump she got an compromised force sensor system alarm and like 20 units went through the tubing but the pump will not register inulin went through. Customer stated that right now blood glucose is high. Customer declined high blood glucose troubleshoot. The customer stated that the drive support cap appears normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.